Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4)

Manufacturer narrative:
(B)(4). The generator was returned to the manufacturer (stockert (B)(4)) for analysis. The generator was found to be functional during investigation and passed all performance, functional, and safety tests. The device history record for this stockert generator (serial no. (B)(4)) shows that no manufacturing or test fails were noted during the manufacturing or service that related to this event. The device met all requirements prior to distribution.

Event description:
It was reported that a small skin burn was noted adjacent to the reference patch on the patient's lower back while an a-fib ablation procedure was being done. Upon further follow-up with the customer (lab manager), it was mentioned that the skin burn was 3rd degree skin burn. However, the customer does not know what medical intervention was provided since the patient was treated as an out patient afterwards. No further information on the actual or approximate size of the skin burn was provided. Also the brand, type and size of indifferent electrode used during the case were unknown. The lab manager stated that there was no indication of any malfunction with the bwi equipment.